Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this report: triathlon p/a ps beaded #7l; cat# 5516f701; lot# djb3l. Titanium plate triathlon s7; cat# 5536b700; lot# ctd14511. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Postoperative diagnosis: patient underwent left total knee replacement (B)(6) 2018. Patient underwent a right revision total knee arthroplasty to treat infection (B)(6) 2018. All components exchanged.